Manufacturer narrative:
Device manufacturing date is unavailable. On (B)(4) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/25/2016, a medtronic representative, following-up at the site, reported the surgeon continued with the navigus probe after checking accuracy with the pointer probe. The surgeon made an adjustment to his stop point of 1 centimeter shorter. The medtronic representative could not be replicate the reported issue. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. It was alleged that the navigus probe was inaccurate. When the site placed the navigus probe into the stem and re-set the entry, it was showing 1 centimeter above the skull when it should have been directly on the skull. The site tested accuracy with the pointer probe and everything was accurate in all directions there. In trouble-shooting, the stem was snapped all of the way down and the site tested the navigus probe's accuracy on the bone next to the base as well, that was deem inaccurate the same amount. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided. The software investigation was completed, which included a review of the patient exams, and found that the exam quality was poor. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.